Event description:
It was reported that the trial hip liner broke intra-operatively.

Manufacturer narrative:
Eval summary: the liner provisional broke completely in half. There are scratch and gouge indications on the outside of the liner where a retractor or other instrument was used to pry on the liner. One tab shows signs of fatigue but did not completely fail. A definitive root cause cannot be determined from the info provided. Eva: the instrument meets print spec where measured. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected by either method.